Event description:
Trocars had a fluid substance on them out of the package. Question as to whether the substance was water or oil/lubricant. The substance was found on several devices from same lot. The devices were removed from shelf and not used.